Event description:
Additional information received indicates that the patient the patient's lead was fractured and had high impedances. Effective therapy was established post-operatively.

Manufacturer narrative:
Correction: section b5 should have mentioned lead fracture and high impedances in additional report 1. This correction is reflected in this additional report 2. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead had impedance issues. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead had the impedance issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000122009.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced.